Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The deflation difficulties were unable to be confirmed due to the condition of the returned device. The difficulty removing the sds could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported deflation difficulties; however the difficulties removing the device appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling. It should be noted the xience prime everolimus eluting coronary stent system instructions for use (IFU) states: applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components. Although it was noted the physician used moderate force in the attempts to remove the device, this was due to the balloon not delating, therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was to treat a narrow 90% stenosed lesion in the proximal left anterior descending (lad) artery. The 3.5 x 18 mm xience prime stent was deployed at the target lesion at 10 atmospheres (atm) and was apposed to the vessel wall; however, the balloon could not be deflated. Therefore, the balloon was forcefully pulled to the coronary sinus and pressure increased to 24 atm to rupture the balloon. The device was removed from the patient anatomy. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.